Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had button issue. Customer¿s blood glucose was unknown at the time of incident. Customer stated that buttons were no longer respond when first pressed, had to press more than once. Customer also stated that battery cap was stripped, 6 months scratches on screen that sometimes impair view insulin pump, there were rejected new batteries. The insulin pump will not be returned for analysis.